Manufacturer narrative:
(B)(4). Detached/missing bearing. The analysis found that one device was returned in good visual condition and with cartridge reload not loaded on the device. After further inspection, it was noted that one of the bearings was detached and loose from the device. No functional test was performed due to conditions of the device. While no conclusion could be reached as to how the bearing became detached, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy, a ring-shaped part came off. Another device was used to complete the case. There were no adverse consequences to the patient.